Manufacturer narrative:
The correct FDA product code was provided.

Event description:
A medtronic representative reported that the o-arm x-ray battery charge was depleted. The system had been charging on the wall outlet and the outlet had been tested as producing electricity for charging. Before performing a 3d acquisition, error message was displayed on the screen stating that navigation was connected, but not ready. This caused a 30 second delay after which they were able to take a successful image reconstruction and transfer it over. At the time of trouble-shooting at the site, it was determined that the x-ray batteries were drained due to the x-ray relay not switching states during shut-off. Further analysis will be performed upon receipt of parts returned to the o-arm manufacturer.

Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Relay short caused battery depletion. Relay was found to have a 13 ohm resistance on the output side whether the relay is energized or not. There is no indication that relay overheated from this resistive short. There was no problem found for the isolated stand alone board. A medtronic representative replaced the standalone board, 500vdc solid state relay and motion batteries. Part replacement resolved issue. System tested fully functional after part replacement.